Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n530278, implanted: (B)(6) 2015, product type: accessory. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received regarding a patient receiving morphine, concentration and dose not reported, via an implantable pump. It was also reported that the drug in the pump was dilaudid ".5mg/ml" at .07mg/day was being delivered via the pump so it was unclear what drug the pump was used to deliver. The indication for use was spinal pain. The pump was very superficial to the point it was almost protruding though the patient's skin. The physician was going to revise the pocket and it was scheduled for (B)(6) 2015. . All of the products were working well and functioning properly, the pocket just needed to be revised. On 10/2/2015 it was further reported that the pump was beginning to erode through the skin. The physician had received a call from the patient. The pocket revision surgery was scheduled for (B)(6) 2015 but the patient did not show up. The surgery was rescheduled for (B)(6) 2015. On 10/02/2015 it was reported that during the procedure to move the pump from the abdomen to the buttocks the catheter had come out of the intrathecal space and had to be replaced. The patient status at the time of the report was noted as alive, no injury.